Event description:
Literature: ghika j et al. "Postanoxic generalized dystonia improved by bilateral voa thalamic deep brain stimulation." Neurology. 2002. 56:311-313. A generalized dystonia patient with a history of drug use and suicide attempts began dbs treatment. Cognitive postoperative testing at 1 month showed no significant change. Because of marginal clinical improvement in the following 6 weeks, relocation of the electrodes in both voa nuclei of the ventrolateral thalamus was performed 6 weeks later. During the first 3 months, no significant changes were observed. At 4 months, the patient was able to stand unaided and could walk freely. Unfortunately, he committed suicide while still improving.

Manufacturer narrative:
This report is being submitted following an internal audit.